Event description:
It was reported that while using the bd facscanto¿ ii that there was spray of fluid (ethanol, sheath, biohazard, waste) under pressure. The following information was provided by the initial reporter: a liquid leak on the wet cart was noticed during the measurement. After opening the wet cart door, a broken check valve was identified.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00032 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscanto¿ ii that there was spray of fluid (ethanol, sheath, biohazard, waste) under pressure. The following information was provided by the initial reporter: a liquid leak on the wet cart was noticed during the measurement. After opening the wet cart door, a broken check valve was identified.